Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, while stapling the intestinal loop (by-pass), when firing the device, it made a noise and the trigger became totally limp not firing the load. The stapler was replaced by a new one and the problem was solved. There was no patient injury.